Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried body fluid/ blood was noted on the terminal end and lead helix housing. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. An increase from 0.8v at 0.4ms to 4.0v 0.4ms at was noted after 6 months post implant. The lead was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. An increase from 0.8v at 0.4ms to 4.0v 0.4ms at was noted after 6 months post implant. The lead was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.